Event description:
The customer reported they had received false positive results on their alinity m resp-4-plex assay. Customer states that while processing patient samples on (B)(6) 2021, one sample was reported as positive for all 4 analyte targets. While assay controls and other samples performed as expected, this sample was questioned and amplification curves were reviewed by lab personnel. The amplification lines appeared "not as usual" and the sample patient tube was repeated on the same alinity m instrument as well as on diasorin platform. Both repeats produced negative results for all 4 targets. The sample was reported as "result is invalid" and was requested for re-collection. The customer states the sample results went out possibly invalid. The customer was not able to provide further information. However, there was no report of patient impact.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
D4 UDI was updated to (B)(4), which corresponds to the 09n79-96 assay list number. Address in e1 initial reporter was updated to 2900 plymouth rd instead of 1505 simpson road spc 5206 to match the complaint record. Evaluation of this complaint confirms it is associated with a previously confirmed issue. The ticket being investigated reported discrepant patient results (false positive) with non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result when using the alinity m resp-4-plex amp kit (list 09n79-090 and 09n79-096). Non-sigmoidal curves are not expected to produce positive results. Therefore, this investigation will also be dispositioned as confirmed. Specification not met: while the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. Abbott molecular determined that a field corrective action should be taken via approval of 493-risk. This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Urgent field safety notice /field correction recall (fa-am-dec2021-264) and a technical service bulletin to provide customers background on the issue, potential impact and necessary actions was issued. The following mdrs were also reported as related to fa-am-dec2021-264: 3005248192-2021-00110 follow up report 2 3005248192-2021-00406 3005248192-2021-00367 follow up report 1 3005248192-2021-00313 follow up report 1.